Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 233 mg/dl during the call. Troubleshooting was performed and the insulin pump passed the required tests. The time was about thirteen hours off and could have affected the basal rates. Several alarms were found in the alarm history as well. It was also stated that the customer changes the infusion sets every four days. It was explained that every two to three days is what is recommended.